Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the first priming sequence ended too early due to a rotational sensor malfunction, resulting in the firing flat not being lined up with the release bar at the end of second prime. Inspection of the commutator cap revealed areas of poor continuity between the commutator cap and the rotational sensor springs, further confirming the rotational sensor malfunction. The rotational sensor assembly malfunction prevented the pod from deploying as intended, resulting in the reported needle mechanism failure.